Event description:
Philips received a complaint on the patient monitor efficia cm12 indicating that there was an audio failed error. It is unknown if the device could produce an audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips remote service engineer (rse) spoke to the customer and a nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.